Event description:
It was reported that the customer went to the emergency room due to blood glucose level of 525 mg/dl. Customer¿s bg was treated intravenously with fluids of saline and insulin. Reportedly, the customer left the ER 4 hours later with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump was not delivering insulin properly. Tandem technical support (cts) performed pump data log review and found that customer manually stopped insulin delivery. System check with cts confirmed that the pump and related supplies were operating as intended.